Event description:
Additional information was received: it was reported that the patient had a type ib endoleak prior to the completion of the index procedure. The endoleak was treated by remodeling the stent graft. The investigator assessed that the distal type b dissection was not related to the study device and it was related to the study procedure.

Event description:
Additional information for this case was received: it was reported that at the index procedure the aorta diameter immediately proximal to the aneurysm measured 30 mm in diameter. The aorta diameter immediately distal to the aneurysm measured 31 mm. The proximal neck length from the top of the arch to the proximal aneurysm measured 49 mm. A proximal type I endoleak was revealed via CT imaging performed one month post index procedure. The investigator assessed that the event was related to the procedure however not related to the study device. The patient underwent surgical intervention to resolve the endoleak. The physician elected to perform an embolization (placed coils and an embolic agent) from which the patient successfully recovered and the endoleak resolved.

Event description:
Additional information was received: it was reported that the CT scan performed as part of routine 6 month follow-up revealed an unknown endoleak. The investigator indicated that the unknown endoleak was not a new observation, no new clinical event and there was no treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: dissection, dissected the vessel with the guidewire and guide catheter, dissection of the vessel. Conclusion: dissected the vessel with the guidewire and guide catheter, dissection of the vessel.

Event description:
Two talent captiva stent graft system was implanted in a patient for the endovascular treatment of thoracic aortic aneurysm. The vessel morphology was reported as mild tortuosity and mild calcification. There was a carotid to subclavian artery bypass performed prior to the stent graft implant. It was reported that a dissection flap was created after the percutaneous puncture with the guide catheter and guidewire prior to the insertion of the stent grafts. The physician did not realize that there was a dissection and continued to insert the glidewire resulting in the dissection from the left external iliac up to the left subclavian artery. Two talent captiva stent grafts were implanted with out issue. No intervention required as there is no communication between the blood flow and the dissection. The physician elected to monitor the patient. No additional clinical sequelae were reported, and the patient is fine.